Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (n5c8305c, lot number: h11i01063 and 5c8302c, lot number: h11e01038) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. The specific product code for the apd set with cassette is unknown; however, the brand name, manufacturing facility and 510k number will be provided in the MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.

Event description:
This is a spontaneous report received from global pharmacovigilance from a consumer in (B)(6) of patient made mistake/touch contamination and peritonitis in a female patient coincident with dianeal pd2 ambuflex therapy. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient made a mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized due to the peritonitis. The peritoneal dialysis registered nurse (pdrn) was contacted by product surveillance on (B)(6) 2012. The pdrn stated that the homechoice patient's (hp) mother had not admitted to her that there was any touch contamination. The pdrn stated that she did not know the cause of the peritonitis. The hp was hospitalized from (B)(6) to (B)(6). The hp was treated with vancomycin while hospitalized and discharged home with cefazolin and gentamycin (the dose and route were unreported). The hp's mother was retrained on aseptic technique. The pdrn stated that the hp had recently switched residences and a home visit will also be performed to assure appropriate environment. The patient is recovering from this peritonitis event.